Event description:
It was reported patient had been having "issues with her spinal cord stimulator (scs)" for two weeks to one month prior to this report. A revision was scheduled for (B)(6) 2013 because the leads were "not working". No patient symptoms were noted at time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type lead. (B)(4).